Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event and was treated with reflin injection (1gm) and amikacin injection (100mg). One week after starting antibiotic treatment, the treatment was discontinued. One day later, the patient was discharged from the hospital and recovered from the peritonitis event. At the time of this report, peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.